Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a vizigo sheath and a hemostatic valve separation issue occurred. The report indicated a leakage issue and hemostatic valve damaged. The hemostatic valve of the vizigo sheath was damaged. The white gasket was found skewed. The device was not used in the patient. Changed to another sheath to complete the procedure. There was no adverse event reported on the patient.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The video investigation completion. A video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, the hemostatic valve was observed dislodged inside the hub; also, a leakage was observed on the hub section. The leakage issue could be related to the dislodgment of the hemostatic valve from its original place. The potential cause of the dislodgment of the hemostatic valve could not be determined at this time. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacture¿s reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a vizigo sheath and a hemostatic valve separation issue occurred. The device was returned to johnson & johnson medtech (j&j) for evaluation on 24-sep-2025. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub component. Further analysis under image magnification showed stress marks on the hemostatic valve. However, no damage to the silicone ring was found. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve issue reported by the customer was confirmed due to the hemostatic valve condition. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).